Event description:
The reporter indicated that the pt had an infection at the implant site (pacemaker pocket area). It was also noted that the sidelock was hard to push in during the initial implant. The pt experienced syncope. When the pt returned to the physician's office, his heart rate was in the 30's. A new pacemaker was implanted and is pacing appropriately.